Event description:
It was reported that oversensing had been observed on the right ventricular lead of an asymptomatic patient. The lead as explanted and replaced. The patient was noted to be in good condition following the procedure.